Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a decrease in the longevity of the device due to an overestimation of the remaining longevity by the programmer at the previous follow-up. Technical support was contacted and revealed that he depletion of the battery was normal. The device was explanted and replaced to resolve the event and the patient was stable.